Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states the patient has been a patient for several years and recently presented for their normal hygiene visit. The patient had informed them that they had been using byte aligners; it was noted that several anterior teeth had been chipping and moderate inflammation interproximal. The patient also said that their "bite was off" and was experiencing jaw discomfort when wearing the aligners. It was noted that the acrylic trays were very tight and impinged on the patient's gingiva. The patient was advised to discontinue use of the aligners and they would be evaluated in a month. Upon examination the following month it was noted improved gingival health with no bleeding present. Patient stated that the discomfort in their jaw was nonexistent and they no longer complained of bite issues. The patient was advised to discontinue use.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.